Event description:
Event [preferred term] (related symptoms if any separated by commas) the sharp part of the needle came off under their skin [injury associated with device], sharp part of the needle came off and it is just lost under their skin [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "the sharp part of the needle came off under their skin(needle injury)" beginning on (B)(6) 2025 , "sharp part of the needle came off and it is just lost under their skin(needle broken)" beginning on (B)(6) 2025 and concerned a 86 years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "pre-diabetes", "high blood sugar", current condition: prediabetes, high blood sugar, high cholesterol, a1c increased, alcohol drinker, glaucoma treated with stents. Historical condition: cardiac dysfunction (40 years ago), high blood pressure (very high at 220/130(40 years ago)), smoker, bladder infection in 2021, prostate enlargement, high eye pressure (traumatic eye pressure running up and down (30)) from 2021, stress, some bleeding behind his eyeball procedure: laser reduction of prostate enlargement 5-6 years prior to starting ozempic, ocular stent placement for glaucoma. Concomitant medications included - ozempic 1.0 mg 3.0 ml(semaglutide 1.34 mg/ml). On an unspecified date in (B)(6) 2025, the sharp part of the patient's novofine plus 4mm (32g) needle came off and it was just lost under their skin and it is still embedded in their stomach without any injection site pain. Batch numbers: novofine plus 4mm (32g): requested. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "the sharp part of the needle came off under their skin(needle injury)" was not recovered. The outcome for the event "sharp part of the needle came off and it is just lost under their skin(needle broken)" was not recovered. Reporter's causality (novofine plus 4mm (32g)) - the sharp part of the needle came off under their skin(needle injury) : possible sharp part of the needle came off and it is just lost under their skin(needle broken) : possible company's causality (novofine plus 4mm (32g)) - the sharp part of the needle came off under their skin(needle injury) : possible sharp part of the needle came off and it is just lost under their skin(needle broken) : possible novofine plus 4mm (32g) is a needle. Current location of device : in transit to the manufacturer period of use: unknown. This case is linked to argus cases (B)(4) belonging to the same patient. Preliminary manufacturer comment: 24-sep-2025: the suspected device is not yet returned to novonordisk for investigation. It is in transit to the manufacturer. Once the suspected device is returned to novonordisk, relevant investigations will be performed. Currently no conclusion reached.

Event description:
Case description: this non-serious spontaneous case from the united states was reported by a consumer as "the sharp part of the needle came off under their skin(needle injury)" beginning on jul-2025, "sharp part of the needle came off and it is just lost under their skin(needle broken)" beginning on (B)(6) 2025, and concerned a 86 years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "pre-diabetes", "high blood sugar", on an unspecified date in (B)(6) 2025, the sharp part of the patient's novofine plus 4mm (32g) needle came off and it was just lost under their skin and it is still embedded in their stomach without any injection site pain. Patient's hcp refused any x-ray or intervention for this issue, as patient was advised that they did not see or feel needle in abdomen and no urgent care or emergency room care sought. Batch numbers: novofine plus 4mm (32g): action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "the sharp part of the needle came off under their skin (needle injury)" was not recovered. The outcome for the event "sharp part of the needle came off and it is just lost under their skin (needle broken)" was not recovered. This case is linked to argus cases (B)(4) and (B)(4) belonging to the same patient. Upon follow up received on 28-oct-2025, it was discovered that patient did not see or feel needle in abdomen and no urgent care or emergency room care sought. The case was downgraded from serious to non-serious, since events did not required any intervention. The case no longer qualifies for expedited reporting. Final manufacturer comment: 03-nov-2025: follow-up on 28-oct-2025 revealed that the patient neither saw nor felt the needle in the abdomen and did not seek urgent or emergency care. The case classification was revised from serious to non-serious, as the circumstances did not necessitate any intervention. The case no longer qualifies for expedited reporting.